Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify failed battery test alert and communication anomaly due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. The customer stated that the insulin pump was not recording bolus or blood sugar reading data consistently. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.